Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 202) was confirmed. The monitor was unable to complete incoming testing. The root cause was a damaged wire to the back-up battery. The root cause for the damaged backup battery wire could not be positively identified. No adverse event resulted from the damaged monitor.